Event description:
Upon placing the neuron under flush, the user noticed fluid leaking where catheter meets the strain relief. He removed the device, replaced with another neuron 070 and proceeded with the stroke case. Catheter was placed in bag for return. The catheter was kinked during placement into the bag.

Manufacturer narrative:
Technical evaluation: the unit shows a proximal break 2.6cm from the end of the yellow marker band. There are also kinks at 16.0 and 28.7cm from the end of the yellow marker band. The kink at 16.0cm is right at the end of the introducer sheath. The distal tip of the unit shows slight ovalization at the marker band. The break location observed is consistent with the reported leak, if the break point was inside the introducer sheath while the catheter was being flushed. The DHR of this manufacturing lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.